Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced dizziness due to inhibition of pacing and stimulation pause. Lead noise and episodes of oversensing were also noted. The device was explanted and replaced and the rv lead was capped and replaced to resolve the issue. This lead still remains implanted and active. The patient was in excellent condition post-procedure.